Manufacturer narrative:
B5: upon follow-up, it was reported that the patient experienced cloudy effluent (further described as dialytic solution was turbid) 13 days after the peritonitis onset. The patient went to the hospital for exchanging pd solution the following day and the effluent was not cloudy. At the time of this repot, the patient has recovered from cloudy effluent. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for peritonitis. The patient was treated with vancomycin (intraperitoneal), at an unspecified dose and frequency and ceftazidime (fortum) (intraperitoneal), at an unspecified dose and frequency for peritonitis. The patient received antibiotic treatment for nineteen days. At the time of this report, the patient had recovered from peritonitis and pd therapy was ongoing. No additional information is available.